Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use, medication leaked at the connector site with the bd insyte autoguard shielded IV catheter 22 g x 1 in. There was no report of injury or medical interventions.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples were evaluated through visual and microscopic examination, and the customer's indicated failure mode for leakage of medicine with the incident lot was observed. Function testing showed the reported defect. Water/air leak testing also showed the reported defect. A review of the manufacturing records was completed for the incident lot and no issues were identified. A definitive root cause could not be determined. Conclusion: based on an evaluation of severity and frequency, it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.